Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia after not announcing meals due to a misunderstanding about allowing the system to learn, with blood glucose measured at 257 mg/dl at the start of the call and trending down to 142 mg/dl within about an hour while the system delivered insulin (15 units onboard initially). Symptoms included no acute clinical effects. Outcomes included no need for backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included complaint handling with user education and troubleshooting regarding missed meal announcements and expectations for insulin delivery without visible carb ratios. Investigation of this case revealed that the device responded by lowering and stabilizing glucose during the call, consistent with expected automated insulin dosing. It was concluded that the device operated as designed and that the event was associated with a missed meal announcement and user understanding of system functionality.